Manufacturer narrative:
Customer reported a blood glucose level of 154 (mg/dl) following the initial call due to stopping their basal during the cartridge reload process. Customer delivered a correction bolus to stabilize bg level. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. Reportedly, there are times that the customer fills the cartridge with cold insulin. In one instance, the customer had a blood glucose level between 130 (mg/dl) and 140 (mg/dl) and administered an mdi to stabilize bg level. While troubleshooting with tandem technical support, the customer reloaded the cartridge, but filled it with over 300 units of insulin.